Manufacturer narrative:
Follow-up #1: date of submission 06/16/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no auditory sounds during start up. The solder was observed to be cracked when the cover was removed.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).